Event description:
I used renu w/moistureloc contact lens saline from 9/05 - about 6 wks all total. I had visited my eye dr for regular eye exam and my eyes were healthy. A few weeks later my left eye began to get red & sore. I went back to see my eye dr. He said it appeared I had a bacterial infection (serious). They treated me for that, it only worsened. A corneal specialist looked at my eye & sent me to a hosp. They took sample of the infection & placed it in a petri dish. Also my lens case & lenses. Within hours the fungus grew - they identified it as fusarium keratitis. My eye was treated and did heal, leaving a scar.